Event description:
Reporter alleged obtaining a discrepant blood result of 90-99 mg/dl back to back with a result of 300-399 mg/dl on the advantage system when testing was performed less than 10 minutes apart. Reporter indicated that he was not sure if he experienced any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter also stated that he wasn't sure if the expired strips he currently is using were used for the back to back readings and it is possible that no product will be returned for evaluation.